Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was fractured, resulting in "numerous" shocks to the patient. As the defibrillation coils were still functional, the physician elected to replace the pace/sense portion of the lead by implanting a pacing lead. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334trg, ICD, implanted: (B)(6) 2012. (B)(4).